Event description:
It was reported that during a da vinci s hysterectomy procedure, a piece from the cobra grasper instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that instrument was returned with the distal pin broken off along with the pulleys. The pin and pulleys were returned with the instrument. The cable remained intact. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.